Manufacturer narrative:
Product complaint # ==> (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a2 and h6: (no code available) 3191 is intended for surgical intervention corrected: a1 if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Received medical records on 06/06/2018. Medical records reviewed for MDR reportability. Right attune total knee revised to address pain, instability, and tibial tray implant loosening at the cement to implant interface. Revising surgeon indicated that the tibial tray debonded from the cement, that there was no cement attached to the tray upon removal. In contrast, the cement mantle was well-fixed to the tibia bone. Femur, tibial tray, and tibial insert components revised; patella was retained. Competitor cement was used for the primary surgery. Doi: (B)(6) 2016; dor: (B)(6) 2017; (right knee).

Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: product code: (B)(4), lot number: 8342411 device history review: product code: (B)(4), work order (B)(4) was manufactured on (B)(4)2016. 19 parts were manufactured per specification and all raw materials met specification. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, will be filed as appropriate.